Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the jaw of the device locked on tissue. A new device was used to resolve the case.